Manufacturer narrative:
A ge rep evaluated the sys and reseated fuses, connectors and circuit boards, and adjusted the 5 volt power supply. The sys operates as intended.

Event description:
The customer reported the sys would not complete boot up. No pt injury was reported.